Event description:
Upon removal of the appendix from the laparoscopic port site, the bag broke, physician stated that the purulent fluid from the infected appendix was then leaked into the abdomen and on the port incision site. Type of bag used covidien endo catch gold specimen retrieval pouch, 10mm ref#173050g lot #j4e3762my.